Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call of an off no power battery alarm from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that last thursday before class, the pump alarmed low battery. The customer also stated that her read failed battery test and would not stop. The customer was advised that she had an off no power alarm history. The customer was advised to monitor the pump and insert a new aaa (B)(4) battery. The customer will be sent a replacement battery cap.